Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found with a damaged conductor wire. There was no report on patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the damage to the conductor wire was found after central processing, but the instruments were not inspected prior to the processing. The conductor wire was broken in half with no loss of cautery nor any signs of thermal damage. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. The instrument passed the electrical continuity test in both grips.